Event description:
It was reported that the right ventricular (rv) lead had and increase in thresholds and high impedance. It was also reported that noise was observed. Because of vessel constriction on the patient's left side, a new system and rv lead was implanted on the patient's right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: addrs1 implantable pacemaker (B)(6) 2008; 5554-45 implantable pacing lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4).